Manufacturer narrative:
The primary administration set was found to be dimensionally within specifications.

Event description:
It was reported an IV medication infusion protonix 80mg/100ml was programmed to infuse at 10ml/hr via IV pump. The whole IV bag was infused in 1 hour instead. There was no patient harm.

Manufacturer narrative:
Received mw report 5200350000-2019-8003.

Event description:
It was reported an IV medication infusion protonix 80mg/100ml was programmed to infuse at 10ml/hr via IV pump. The whole IV bag was infused in 1 hour instead. There was no patient harm. Received a copy of the customer's additional information letter from FDA which states, "the IV pump channel was programed to infuse bag over 8 hours using the library. The infusion actually ran in over a very short time and the bag was dry hours earlier than scheduled. Clinical engineer and nurse educator confirmed settings were accurate at the time of the event. Equipment removed from service and clinical engineering initiated testing per protocol and defect was reproducible. Manufacturer representative was notified. Manufacturer response for IV pump channel, (brand not provided) (per site reporter). Affected equipment was sent to the manufacturer." Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "IV drip was programmed to infuse over 8 hours pump channel infused the entire drip m less than one hour it was verified that the pump was set correctly with 2 rn's and provider pump channel was taken out of service (note this was the day after the same situation occurred on another unit) clinical engineer sequestered equipment and initiated testing device failed testing, delivering excessive fluid manufacturer was notified channel was returned to the manufacturer." The event occurred in the critical care unit.

Manufacturer narrative:
Concomitant medical products: 100ml baxter bag, lot p38759, exp aug20, 0.9%. Sodium chloride injection. The reported issue that an infusion of the drug protonix, infusing at 10ml/h, had the whole IV bag infuse in 1 hour unexpectedly was not definitively confirmed: the log analysis did find the infusion was programmed with duration at 9 hours and was terminated after an hour; however the cause for its early termination could not be ascertained from the log. The pump module bezel was found to be an un-approved third party part. Testing by bd found the rate accuracy to be within specification; however a compromised gap between the platen assembly and pumping mechanism has been found to also produce over infusion conditions. The disposable set was not returned. The door latch assembly was also identified to be third party but this is not believed to have contributed to the customer experience. The root cause for the customer¿s reported experience is being attributed to the use of un-approved third party parts on the alaris infusion system. The request for additional information (initials, age, date of birth, race/ethnicity, gender, any relevant medical history and admitting diagnosis) was declined.

Event description:
It was reported an IV medication infusion protonix 80mg/100ml was programmed to infuse at 10ml/hr via IV pump. The whole IV bag was infused in 1 hour instead. There was no patient harm.